Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the gas fowler cylinder was leaking. Further inspection yielded that the fowler would not hold position under weight. No pt involvement or adverse consequences are reported.